Event description:
While pulling negative pressure during prep, there was an air leak in the stent delivery system. Bubbles went back into the indeflator. The product was not used in the pt and will be returned for analysis.